Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one osseotite xp® implant 4/5 x 13mm (os4513) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing at the collar/platform. Bone debris and dried blood presented on the external threads. The DHR was not available electronically for the subject lot number (586823). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number (586823) for similar event and 1 other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. UDI not available.

Event description:
It was reported that the implant at tooth site 36 (fdi) fractured by the neck after 13 years on patients mouth patient presented swelling and abscess. Patient return to the practice for bone rebuilding and implantation.